Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an infusion set cannula event on (B)(6) 2025. The patient reported that cannula didn't get inserted was left outside the site. The site of insertion was abdomen. The blood glucose level was high (specific value unknown) and the patient was treated with the pump. The infusion set was in use for less than one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.